Event description:
Additional information was received from the intermacs registry, report # (B)(4) stating: increased ldh despite coumadin and heparin therapy. S/s of hemolysis. Abnormal additional information was received from the intermacs registry, report # (B)(4) stating: patient transferred to transplant center for pump thrombosis, developed embolic, ECMO placed followed by hemorrhagic stroke.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient had recurrent episodes of hemolysis starting approximately one week post implant. The hemolysis would resolve with a heparin drip, but would reoccur as soon as the heparin was stopped. An echocardiogram was reported to be normal and indicated the pump was functioning. On (B)(6) 2015 the patient was transferred to another facility to be evaluated for a possible total artificial heart implant or a heart-kidney transplant (the patient requires hemodialysis). It was reported that a few days after arrival, the patient suffered a hemorrhagic stroke and was taken off the transplant list and was deemed ineligible for a total heart implant until his neurological status resolved. The patient experienced two subsequent stroke events and was made a do not resuscitate status. The patient¿s family request that support be withdrawn. The patient expired on (B)(6) 2015. The pump was not explanted.

Manufacturer narrative:
Approximate age of device - 34 days. The manufacturer is unable to conduct an investigation of the device because it will not be returning from the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. The instructions for use lists hemolysis and stroke as possible adverse events associated with the use of the heartmate ii left ventricular assist system. No further information is available at this time. The manufacturer is closing its file on this event. Placeholder.

Manufacturer narrative:
Additional information: the attached user facility medwatch report # (B)(4) was received from the intermacs registry.